Event description:
The customer reported a "haze" coming from the unit. They stated that there was not a smell associated with the "smoke" but they took the unit out of service. The customer stated that at that time, there were no physical complaints reported. The asp field service engineer (fse) went to the facility and repaired the unit.

Manufacturer narrative:
The fse found "smoke" coming from the oil mist filter. He removed and reseated the "oil filter" but found that it still "smoked". He replaced the "oil filter" and tested the vacuum system. It passed. The system met specifications.